Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, it was not possible to advance the lead beyond the tricuspid valve. Further investigation revealed that the lead helix had extended without input and had caught on the tricuspid valve. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.